Event description:
It was reported that there was a potential sterility breach on the pack. It was also reported that this device was not used on a pt and the sterile area was not compromised. It was further reported that there were no delays as a result of this event.

Manufacturer narrative:
The device subject to this investigation was not returned to the manufacturer for eval. The manufacturing records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.